Event description:
On 04/22/2000, it was noted that the dressing was wet after flushing. Removed dressing & discovered catheter was gone. Sent pt to interventional radiology, but they were unable to retrieve. Sent pt to surgery where cutdown on vein was performed & line was successfully removed.